Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok keypad buttons had delayed response and required multiple presses to ellicit a response. The patient wore the pump in a pocket and cleaned the pump with a paper towel. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the button contacts.